Manufacturer narrative:
Veeva case : (B)(4).

Event description:
Hospitalized [hospitalisation] skinny gums [gingival atrophy] the new poligrip melted and made a mess in the mouth [product residue present] misuse (3 or more uses) [product use issue] case description: on (B)(6) 2024 a spontaneous case was reported in japan by a consumer or other non health professional. The report concerns a male patient. The patient received poligrip sa new (super poligrip free) (carna+polma cream) lot number unknown for indication loose dentures. No concomitant medications were reported. On an unknown date, after an unknown time of starting poligrip sa new (super poligrip free), the patient experienced serious hospitalized, (preferred term: hospitalization). The outcome of the event hospitalized was unknown. On an unknown date, the patient experienced a non-serious misuse (3 or more uses), skinny gums, and the new poligrip melted and made a mess in the mouth, (preferred term: product use issue, gingival atrophy, and product residue present). The outcome of the event misuse (3 or more uses), skinny gums, and the new poligrip melted and made a mess in the mouth was unknown. The dentures came off when he ate hot ramen noodles, even though he had his dentures adjusted at the dental clinic because he called about a week ago and was told to have them adjusted. The upper denture is a partial denture that looks like it has metal fittings on only one side. He put a little bit on the bottom denture and a lot on the one without metal fittings on the top denture for a total amount of 3 maybe even more than that. After the dentures were adjusted, he was in hospital for about three days and during that time he didn't use the dentures. The patient wonders if the dentures no longer fit because the gums have thinned for those three days. After he was discharged from hospital, the dentures did not come off when he ate normal food, but only when he ate ramen noodles, which caused the new poligrip to melt and mess up his mouth. The dentist said that if the dentures fit too snugly anymore, they will damage the gums. He is supposed to have a check-up on the 24th to see if he is putting too much pressure on his gums. The patient's relevant medical history includes: denture wearer (ongoing). No drug history was reported. No lab data was reported. No comments provided by the reporter. The action taken: for poligrip sa new (super poligrip free) was unknown. This report is made by haleon without prejudice and does not imply any admission or liability for the incident or its consequences.